Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that it seemed like it was getting harder and harder to connect to get a bolus. The patient said sometimes it would stay at 90% and sometimes it doesn't even get up to that. The patient also said lately they have to push it 2-3 times to retry to even find it. The agent walked the patient through clearing data on the handset. The issue was resolved through troubleshooting as the patient states everything was connecting much faster.